Event description:
It was reported that the procedure was to treat a moderately calcified and mildly tortuous vessel in the right coronary artery (rca). The 2.5x38mm xience sierra stent delivery system (sds) was not prepared (air aspiration) outside the anatomy prior to use. The sds was advanced with no resistance but the balloon could not be inflated since a leak immediately appeared with contrast medium escaping and the stent could not be deployed. The patient immediately developed slow flow or no flow in the vessel, accompanied by st elevations and bradycardia with a severe respiratory rate drop and was administered medications. The sds together with the stent and balloon were pulled out of the vessel immediately. The st elevation subsided and another stent was used to complete the procedure. The patient stabilized and was free of symptoms. During follow-up examination of the defective stent, a hole was detected at the end of the stent where the air escaped and prevented the balloon from deploying the stent. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors that may contribute to material rupture include, but are not limited to, material damage, inflation technique, interactions with accessory devices, interaction with challenging anatomy, or insufficient preparation prior to use. Factors that may contribute to activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen, or damage to the guide wire and/or inflation lumen. In this case, it is possible that the sds interacted with the moderately calcified and mildly tortuous anatomy and/or accessory devices during advancement, causing the reported material rupture and subsequent activation failure including expansion failures; however, this cannot be confirmed. It was reported that the stent delivery system (sds) was not prepared (air aspiration) outside of the anatomy prior to use. It should be noted that the xience sierra instructions for use states to attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube when connecting the inflation device/syringe. With the tip down, orient the delivery system vertically. Open the stock cock delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat steps 3 through 5 until all air is expelled. If bubbles persist, do not use the product. If a syringe was used, attach a prepared inflation device to stopcock. Open the stopcock to the delivery system. Leave on neutral. This procedure should take place before the delivery procedure. It is unknown if the IFU deviation directly caused or contributed to the reported event. The reported patient effect of obstruction/occlusion is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.